Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. An invasive procedure was performed and this lead was explanted. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, this report will be updated.